Event description:
A cartridge change error was reported with the pump. There was no reported adverse impact to the customer's blood glucose level. Technical support instructed the customer to inspect and replace the cartridge, but after attempting with another cartridge, the error persisted. As the pump was under warranty, technical support arranged for a replacement and instructed the customer to switch to multiple daily injections as a backup therapy. The customer was advised on returning the faulty pump with a pre-paid label and acknowledged the instructions.